Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00796. It was reported that the patient experienced ineffective stimulation. In turn, the patient stopped charging the ipg as instructed and the ipg became inoperable. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.